Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 189mg/dl, and a large ketone level identified as dangerous. Reportedly, customer was using humalog insulin for longer than 72 hours. Bg was treated with intravenous insulin and fluids. Reportedly, customer left the ER a few hours later with customer in stable condition (bg 70 mg/dl).